Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The service agent determined that the cause of the reported issue was due to a faulty system pcb assembly and user interface pcb assembly. The service agent replaced the device's system pcb assembly and user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device¿s display is blank and the on/off function of the device malfunctioned. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device¿s display is blank and the on/off function of the device malfunctioned. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.